Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-24080

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-24080. It was reported the patient's thoracic scs system was explanted and replaced with a drg system due to ineffective therapy.